Manufacturer narrative:
This report is submitted on october 20, 2020.

Event description:
Per the clinic, the patient experienced tissue granulation. The device was explanted under a general anaesthetic on (B)(6) 2020. There are plans to re-implant the patient in the future.